Event description:
It was reported that pump displayed a cartridge change error while customer was attempting to load cartridge. There was no adverse impact to the customer's blood glucose level. Customer, guided by technical support, inspected cartridge o-ring and pneumatic tap area, cleaned tap area, reattached cartridge to ensure it was fully snapped into place, and then followed on-screen steps to complete loading process, after which customer successfully resumed insulin delivery. Cts to replace pump. Customer will continue to use current pump.